Event description:
It was reported that patient underwent hip procedure in 2008. Subsequently, patient underwent revision procedure six weeks later due to luxation between the modular head and liner components.

Event description:
It was reported that patient underwent hip procedure in 2008. Subsequently, patient underwent revision procedure at approximately 49 days later, due to luxation between the modular head and liner components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Manufacturer narrative:
Brand name and catalog number corrected. Evaluation of device showed evidence of rim impingement from the neck of the femoral stem.